Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
D10: concomitants: (B)(6), 02-010-01-0325 - lgc femoral ps cem right sz 2.5, (B)(6), 02-012-45-2525 - lgc tibial fit tray cem sz 2.5f / 5t, (B)(6), 204-70-00 - tibial stem ext. Screw, (B)(6), 204-34-02 - fluted stem extension 25l x 14 mm. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that an 81 yo female patient, who had a right knee implanted, underwent a revision procedure approximately 5 years 2 months post the initial procedure. The surgeon performed a synovectomy surrounding the affected knee. Mild osteolysis was found present. The patella exhibited medial to lateral wear along tracking path. The tibial insert had mild medial wear. Additional wear on the posterior post noted. The femoral and tibial components were well fixed. The patella and liner were exchanged. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were provided. The explanted devices are not available for return as they were discarded. There was no device images provided. No further information.